Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead hat a short run of t-wave oversensing (twos) post ventricular sense (vs) while the patient was in the hospital for chemotherapy and a bone marrow transplant. The lead remains in use. No patient complications have been reported as a result of this event.